Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise on (B)(6) 2017 . Noise was noted on the discrimination channel. No other electrical anomalies were noted. The noise was reproducible in the clinic. Lead issue was suspected. No intervention was performed. No patient symptoms were reported and would be monitored.